Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, an ultrasound revealed that the lead was "off from the heart". The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.